Event description:
It was reported the patient presented for initial procedure. During implant, the set screw came out of the implantable cardioverter defibrillator's (ICD) header. The physician elected to complete the procedure with a different ICD. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a set screw issue was confirmed. As received, the set screw was not received with the device. Manufacturing investigation did not find any manufacturing issues. The reported set screw issue was determined to be procedure related. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.